Manufacturer narrative:
Eval results: the complaint was confirmed. As rec'd, the lead was visually examined under the microscope and damage was observed on channel 4 or 5 on the lead from the insertion end. Testing revealed that all channels passed the conductivity test. As there was no breach of the outer tubing of the lead, the damage is consistent with instrumentation damage. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent the procedure to implant the scs system on (B)(6) 2011. It was reported during the procedure, the physician experienced difficulty advancing the lead into the ipg header. A contact was observed to be bent. The physician attempted to reshape the contact using a hemostat; however, he was unable to do so. The physician successfully completed the procedure using a new lead.